Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe, a non-edwards plug and two pressure tubes with two three-way stopcocks were returned for evaluation. A non-edwards contamination shield was located on the catheter body from over the catheter tip to 65 cm proximal from the catheter tip. No packaging or introducer was returned. No visible damage to the catheter body, balloon, or returned syringe was observed. The attached non-edwards contamination shield was detached for further evaluation. After detaching the contamination shield, no visible damage was observed on the catheter body. No error message was found on the vigilance ii monitor when the catheter was connected to the monitor. The thermistor was found to read 36.9 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes without error. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistency was observed on eeprom data. Resistance value of the thermal filament circuit was within specification, measuring 38.43 ohms. Both the thermistor and thermal filament connectors were opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of cco measurement issue and kinked catheter issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time.

Event description:
It was reported that the cco value was inaccurate during use. The cco value which was indicated on the monitor was less than 1.0l/min. Ci was measured and the ci value was 2.5l/min. A kink was noted in the catheter at around 80cm from the catheter tip. The customer commented that the catheter may have been kinked during use. When cco was measured again, the indicated value was in the 2.0l/min range. The patient was not treated based on the incorrect value. An error message was not observed. Trouble shooting was not performed. It is unknown if the value was affected by the patient condition. There were no patient complications reported.